Manufacturer narrative:
MFR. Ref no. : (B)(4). The device was returned to baxter and evaluation was performed. The evaluation confirmed and reproduced the reported air in line caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump was continuously beeping air in line. It was also reported that there was no patient injury.